Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt's distribution node (dn) to ECG c and d cable was pulled from strain relief. The pulled cable caused the brown (lead 1-) orange (lead 2-), red (-5v), and violet (agnd) wires to open in the cable. The root cause for the pulled cable was unable to be positively determined, but was likely excessive force. No adverse event resulted from the damaged cable. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing e-belt sn (B)(4), the belt had a damaged cable. The last patient to use this e-belt did not report any deficiencies.